Event description:
Patient involved in this case was listed for a reverse shoulder prosthesis with glenoid bone graft to augment bone deficiency. According to the info reported, on (B)(6) 2016, the first surgery's step by implanting the glenoid grafting was performed. No glenosphere implanted at this first stage. Components implanted on (B)(6) 2016: small r axioma baseplate (code 1375.15.650, lot# 1600898), x-long tt peg (code 1375.14.654, lot# 1508252), finned stem dia.14mm (code 1304.15.140, lot#1516847) and standard reverse body (code 1352.20.010, lot# 1603337). Then, events can be summarized as per following: on (B)(6) 2016, the 2nd surgery step was performed: glenosphere (code 1375.50.400, lot# 1613697) and liner (code 1365.09.010, lot#1612134) have been implanted; on (B)(6) 2017, patient's shoulder dislocated but no revision surgery was performed. During the next few months ((B)(6) 2017) it was noticed that metal back baseplate and bone graft were mal-united, glenoid components were sitting in an anteverted position, there was subluxation of the shoulder, pain and signs of infection; on (B)(6) 2018, first of two stage revision was performed by removing all the glenoid components implanted during the surgery performed on (B)(6) 2016 (stem remained in situ). Small r axioma baseplate and tt peg originally implanted will be replaced with a glenoid custom device. Second stage revision surgery for implanting the patient dedicated device is still to be confirmed. Among the components removed during first stage revision surgery, only the tt peg code 1375.14.654, lot#1508252 is marketed in the us. Event happened in UK.

Manufacturer narrative:
Check of the DHR: by checking the manufacturing charts of the small-r axioma baseplate and of the tt peg implanted on (B)(6) 2016, we could verify that: - no pre-existing anomaly on the 32 axioma baseplates placed on the market with lot# 1600898; - no pre-existing anomaly on the 54 tt pegs placed on the market with lot# 1508252; check of sterilization charts: since signs of infection have been reported, we checked even the sterilization charts of the glenoid components, without finding any anomaly. We also checked the sterilization charts of all the other components removed during first stage revision surgery: no anomaly found. We can therefore confirm that all the involved components had been correctly sterilized before being placed on the market. Explants analysis: no explants available to be returned to lima corporate for further analysis. X-rays analysis: limacorporate asked for x-rays referring to post-primary surgery and pre-revision surgery for two times (in detail, on (B)(6) 2018 and on (B)(6) 2018). No reply from complaint source was received in both the cases. If any x-rays will be provided to limacorporate, we will evaluate them with our medical consultant sending an updated final report. With only the mentioned info received, no deeper investigation is possible at this stage. We cannot go back certainly to the root cause of the revision surgery. It is possible that a mix of precarious conditions of the patient's shoulder (a dedicated glenoid device will be implanted) and suboptimal initial positioning of the prosthesis (it was reported that glenoid components were sitting in an anteverted position) could have contributed to the event. Pms data: no pre-existing anomaly found on the 54 tt pegs placed on the market with lot# 1508252. Moreover, no other complaints have been received on the total of 25 out of 54 tt pegs with same lot# already implanted. Limacorporate will continue monitoring the market to promptly detect any similar issue.

Manufacturer narrative:
By checking the manufacturing charts of the metal back and of the peg implanted on (B)(6) 2016, we can state that: no pre-existing anomaly was present on the 54 pegs placed on the market with lot# 1508252; no pre-existing anomaly was present on the 32 metal back baseplates placed on the market with lot# 1600898; no other complaints received on these lot#s. Since signs of infection have been reported, we checked the sterilization charts of these components, without finding any anomaly. We also checked the sterilization charts of the components that have been removed during first stage revision surgery: even in this case no anomaly found. We can therefore confirm that all the involved components had been correctly sterilized before being placed on the market. We will proceed with further investigations and submit a final MDR once concluded.

Event description:
According to the info received, we can summarize the events as per following: primary surgery on (B)(6) 2016 (first stage) glenoid grafting was performed but no glenosphere was implanted. Small r baseplate (code 1375.15.650, lot#1600898), x-long tt peg (code 1375.14.654, lot# 1508252), finned stem dia.14mm (code 1304.15.140, lot#1516847) and standard reverse body (code 1352.20.010, lot# 1603337) have been implanted; second stage surgery on (B)(6) 2016, glenosphere (code 1375.50.400, lot# 1613697) and liner (code 1365.09.010, lot#1612134) have been implanted; in (B)(6) 2017 the shoulder dislocated but no revision surgery was performed; on (B)(6) 2017, it was noticed that mb baseplate and bone graft were mal-united, glenoid components were sitting in an anteverted position, there was subluxation of the shoulder, pain and signs of infection; on (B)(6) 2018, first stage revision surgery was performed. During this surgery all the glenoid components and reverse body have been removed, stem remained in situ. Date of second stage revision surgery is still to be confirmed. Among the involved components, which has been removed during first stage revision surgery, only the tt peg (code 1375.14.654, lot# 1508252) is marketed in the us. Event happened in UK.